Event description:
Boston scientific received information that during a lead replacement procedure, this chronic pacemaker was being moved to the opposite side and implanted with a new right atrial (ra) lead. During implant of the ra lead, noise and high out of range pacing impedance measurements greater than 2,000 ohms was observed in unipolar configuration. The programmed configuration was changed to bipolar and lead measurements were noted to be acceptable. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.